Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple pump alarms occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and went to the ER. Customer addressed bg level by administering a manual injection which lowered their bg level to 400 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.